Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion. This transvenous implantable lead was explanted due to oversensing of what appeared to be diaphragmatic myopotentials, resulting in inappropriate atp delivery. The oversensing was confirmed with deep breathing. The device was returned for analysis.